Event description:
It was reported that during the implant attempt procedure, when the helix was extended the lead was not able to attach. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.